Event description:
Complainant alleged that the emergency room physician was attempting to pace a pt (age and gender unknown) who was in a code situation. The pt had been down for some length of time when pacing was initiated. Although there were pacing marks shown on the device screen, the pt did not appear to be receiving the pacing pulses, as there was no chest wall or thoracic activity. The pt subsequently expired, but the complainant indicated that the pt outcome was not as a result of the reported malfunction as the pt had been down for some time prior to being paced. Please reference medwatch numbers 1220908-1999-00357 and 1220908-1999-358, which document two different and subsequent events that occurred with electrodes from the same multi-function electrode lot number of 5198, but that were being used on different pts.